Event description:
A patient reported blood glucose results of "152 mg/dl, 113 mg/dl,and 110mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.